Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwtt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that after intraocular lens (iol) implantation, the patient experienced decrease in vision. The patient could not tolerate the implanted lens. Subsequently the lens was removed in a secondary procedure.